Event description:
It was reported the flex deflectable videoscope exhibited image flickering. The issue ocurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: h4, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts, an environmental problem such as dust, dirt, or humidity, an optical problem, an overheating problem, or electrical problems like as signal loss or open circuit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.